Manufacturer narrative:
(B)(4).

Event description:
After a week of glauco-corticoid treatment, the patient had a significant improvement in symptoms and improved visual acuity. The patient was discharged from hospital.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a sudden decrease in vision in an eye following an intraocular lens (iol) implant procedure. The patient was diagnosed with corneal edema and fiber precipitation on the surface of lens was found. The patient is currently receiving treatments and the lens remains implanted.